Event description:
It was reported the video system center had a broken video socket. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was because the locking part of the video connector was broken and the connector terminal pins were bent. Olympus will continue to monitor field performance for this device.